Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were blunt during separate cataract surgeries. There was no impact to any patient. Additional information has been requested. Additional information received confirmed that alternate knives were obtained and used to successfully complete each procedure. No additional information can be expected.